Event description:
It was reported that after deployment of the enterprise vrd (enc452812/10113639), the delivery wire was withdrawn when it was stuck and could not be removed, although it was pulled back twice, the situation did not change. Then the prowler select plus (mc) microcatheter was moved distally and recaptured the vrd system once, and then the vrd was successfully placed and the delivery tube was successfully withdrawn. However, after withdrawal of the delivery wire, it was reported that one of the distal markers of the vrd was placed at the different position from normal in the cbct, and it seemed that the vrd was kinked. The patient remained stable and no action was taken. After that, some coils (detail unknown) were also successfully placed in the aneurysm and the procedure was completed no further issues. Prior to the event, the aneurysm was framed with a competitor's coils (penumbra coil) successfully using the unspecified prowler select plus mc (type str) with no issues noted. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was no stretching or unintended detachment observed in the microcatheter. It is unknown, if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No further information is available and procedural images are not available.

Manufacturer narrative:
The unruptured saccular aneurysm was located in bifurcation of right internal carotid artery and superior hypophyseal arteries that was mildly calcified and moderately tortuous with a neck that was 6mm, and the neck to sac ratio was 6mm:7mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.0mm. The mrs was unknown. There was no information regarding the antiplatelet therapy provided, no information regarding inr, pt, ptt and the occlusion rate of the aneurysm. The devices utilized during the procedure included parent 6french (medkit), chikai 14 (asahi intecc), and prowler select plus mc str (catalogue/lot unknown). During the procedure, a jailed technique was utilized. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Corrected data: the previous medwatch event date should have stated (B)(4) 2012. It was reported that after deployment of the enterprise vrd (enc452812/10113639), the delivery wire was withdrawn when it was stuck and could not be removed, although it was pulled back twice, the situation did not change. Then, the prowler select plus (mc) microcatheter was moved distally and recaptured the vrd system once, and then the vrd was successfully placed and the delivery tube was successfully withdrawn. However, after withdrawal of the delivery wire, it was reported that one of the distal markers of the vrd was placed at the different position from normal in the (cbct) cone-beam computed tomography, and it seemed that the vrd was kinked. The desire position was achieved with the vrd (covered the aneurysm neck on either side 5mm), and during deployment, constant fluoroscopy was performed. Prior to withdrawing the enterprise delivery system, it was confirmed that the stent was completely detached from the delivery tube, and all labeling guidelines were followed for positioning of the vrd. The patient remained stable and no action was taken. After that, some coils (detail unknown) were also successfully placed in the aneurysm and the procedure was completed no further issues. Prior to the event, the aneurysm was framed with a competitor's coils (penumbra coil) successfully using the unspecified prowler select plus mc (type str) with no issues noted. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No further information is available and procedural images are not available. The unruptured saccular aneurysm was located in bifurcation of right internal carotid artery and superior hypophyseal arteries that was mildly calcified and moderately tortuous, with a neck that was 6mm, and the neck to sac ratio was 6mm:7mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.0mm. The mrs was unknown. There was no information regarding the antiplatelet therapy provided, no information regarding inr, pt, ptt and the occlusion rate of the aneurysm. The devices utilized during the procedure included parent 6french (medkit), chikai 14 (asahi intecc), and prowler select plus mc str (catalogue/lot unknown). During the procedure, a jailed technique was utilized. One non sterile enterprise delivery wire was received coiled inside a plastic bag without any visual damaged. The introducer tube and the stent were not returned for analysis. No anomalies were observed. The delivery wire was inspected under a microscope and no damages were found. The functional analysis was performing according dp 12158508; using a lab sample microcatheter, the delivery wire without stent was able to go through the microcatheter and no resistance or friction was felt. (B)(4) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10113639. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) medical and was determined to be acceptable. The stent remains implanted, without the stent or procedural images the reported event stent/kink could not be confirmed, however, the DHR indicated that this product was final inspection tested at (B)(4) medical and was determined to be acceptable. The failure delivery wire- resistance/friction reported by the customer was not confirmed due to the functional analysis was performed successfully. The cause of the failure experienced by the costumer could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. The instructions for use outlines that the use of the enterprise vrd is also generally contraindicated in patients in whom the angiography demonstrates anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuousity. Therefore, no corrective action will be taking at this time.

Manufacturer narrative:
It was reported that after deployment of the enterprise vrd (B)(4), the delivery wire was withdrawn when it was stuck and could not be removed, although it was pulled back twice, the situation did not change. Then, the prowler select plus (mc) microcatheter was moved distally and recaptured the vrd system once, and then the vrd was successfully placed and the delivery tube was successfully withdrawn. However, after withdrawal of the delivery wire, it was reported that one of the distal markers of the vrd was placed at the different position from normal in the cbct, and it seemed that the vrd was kinked. The patient remained stable and no action was taken. After that, some coils (detail unknown) were also successfully placed in the aneurysm and the procedure was completed no further issues. Prior to the event, the aneurysm was framed with a competitor's coils (penumbra coil) successfully using the unspecified prowler select plus mc (type str) with no issues noted. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complaint product is going to be returned for evaluation. No further information is available and procedural images are not available. The unruptured saccular aneurysm was located in bifurcation of right internal carotid artery and superior hypophyseal arteries that was mildly calcified and moderately tortuous, with a neck that was 6mm, and the neck to sac ratio was 6mm:7mm. The parent vessel size diameter proximal was 4.0mm and distally was 3.0mm. The mrs was unknown. There was no information regarding the antiplatelet therapy provided, no information regarding inr, pt, ptt and the occlusion rate of the aneurysm. The devices utilized during the procedure included parent 6french (medkit), chikai 14 (asahi intecc), and prowler select plus mc str (catalogue/lot unknown). During the procedure, a jailed technique was utilized. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10113639. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information and without the return of the device for analysis no conclusion can be made regarding the inability to advance the stent through the microcatheter or the reported stent damage after removal. However, it is likely that if the stent was damaged as received, it would not have been able to be advanced into the microcatheter distal to the hub. With review of the device history records there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.